Event description:
Device returned for repair with the reported malfunction of "mechanical failure, not recognized." No patient impact reported. Repair escalated to complaint on evaluation due to collet overheating. On initial follow up the clinical supervisor stated: ¿actually it did jeopardize a patient¿s care for the motor failed during very critical spine surgery. Whereas the physician had to wait for another midas rex to be sequestered from another hospital.¿ on subsequent communication with the hospital it was reported that there was a one hour and forty minute delay to obtain a backup motor from another hospital due to the malfunction of the device. The procedure being performed was a three level lumbar fusion on (B)(6) 2014. It was also confirmed that during the delay there were no additional, non-routine actions taken and that the patient was stable. It was confirmed that the there was no serious injury known to the hospital due to the delay. It was stated "the patient had no complication."

Manufacturer narrative:
Report confirmed. The device was tested and the temperature of the motor was measured to be 84.9°f but the collet temperature reached 275.8°f. Evaluation determined the collet was corroded and the front motor bearing was worn. The likely cause of these types of failures is due to inadequate preventative maintenance. The report of ¿mechanical failure not recognized¿ by console was not confirmed as the motor did run when connected to the console. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for approximately 63 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
Report confirmed. The device was tested and the temperature of the motor was measured to be 84.9°f but the collet temperature reached 275.8°f. Initial evaluation determined the collet was corroded and the front motor bearing was worn. The likely cause of these types of failures is due to inadequate preventative maintenance. The report of ¿mechanical failure not recognized¿ by console was not confirmed as the motor did run when connected to the console. Device was also evaluated by engineering to determine the suspected reason for malfunction. The motor appears to have been submerged numerous times in a corrosive chemical liquid causing the lubricant to be leached from the bearings. This eventually caused elevated collet bearing friction, and thereby, the observed the overheating condition. Additional testing determined the maximum temperature rise rate was .07 degree f/sec. Based on previous investigation CAPA (B)(4), critical temperature rate for risk of burn injury was determined to be 6.0°f/sec once the device reaches 114.2°f. The measured rise of this device is below the critical temperature rate. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for approximately 63 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).